Event description:
It was reported via repair work order that the there was intermittent high/low functions as the right head siderail cable was pinched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.